Event description:
On (B)(6) 2014, it was reported that the patient's father thinks his daughter's infusion device has delivered boluses that were not programmed to be delivered. The patient experienced two episodes of hypoglycemia. During the first episode, on (B)(6) 2014, the patient's blood glucose level was 2.3 mmol/l and her family was able to give her glucose to bring her blood glucose level back up. Paramedics arrived, but she did not require treatment from them at that time. During the second episode, on (B)(6) 2014, the patient's blood glucose level was 2 mmol/l. The patient had a seizure and stopped breathing, but began breathing again on her own. Her parents were providing her with glucose gel. When calling paramedics her parents were advised to take her off the infusion device. When paramedics arrived the patient's blood glucose level was 2.4 mmol/l and the patient was treated with an IV of glucose and was taken to the hospital. She continued the IV at the hospital and was released when her blood glucose was 17.9 mmol/l. The doctor changed the patient's basal rates while she was in the hospital. On the day of the report the patient's father stated that the device delivered two boluses that were not programmed. The patient has discontinued use of the infusion device. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).